Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and the root cause could not be determined. Customer changed pump supplies but occlusion recurred. There was no adverse impact to customer's blood glucose. Multiples attempts were made by clinical support to follow up with the customer for additional troubleshooting, but no response was received and no additional information was provided.